Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, there was a problem with the set-screw. After approximately four to five attempts, physician decide to change a device for new. No patient complications have been reported as a result of this event.